Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a ¿wait for 10 and replace sensor" error messages on the adc freestyle libre after 2 days wear. The customer was unable to monitor their blood glucose and experienced a symptom of weakness and was incapable of self-treating. A blood glucose reading of 40 mg/dl was obtained on an unspecified device the customer was treated with chocolate third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a ¿wait for 10 and replace sensor" error messages on the adc freestyle libre after 2 days wear. The customer was unable to monitor their blood glucose and experienced a symptom of weakness and was incapable of self-treating. A blood glucose reading of 40 mg/dl was obtained on an unspecified device the customer was treated with chocolate third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.